Event description:
In 2009, the patient reported that his replacement infusion device is "so much quieter than my last pump." He stated that he noticed the infusion device made a buzzing sound the last 4-5 times the insulin cartridge was changed while the piston rod was retracting. He stated that the infusion device was not dropped. He stated that he does not attach the infusion tubing to the insulin cartridge prior to inserting the cartridge into the infusion device. He stated that he does not believe insulin entered the cartridge compartment and the piston rod did not appear to be dirty. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.